Manufacturer narrative:
Siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) and technical application specialist (tas) were dispatched to the customer site to determine the cause of the discordant creatinine result on the dimension rxl max system and did not identify any problems. The cause of the discordant creatinine result is unknown. On june 19, 2017, maintenance was performed on the system and the aliquots wheels were replaced. The customer stated that no further discordant results were obtained on the affected dimension rxl max system. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2017-00587 was filed for the same event.

Event description:
After a power failure that resulted in a shutdown of all lab equipment, a discordant, falsely depressed creatinine (creat) result was obtained on a patient sample on the dimension rxl max system. The discordant result was reported to the physician and the physician did not question the result. The same patient sample was repeated on an alternate dimension rxl max system with the same software version. The result obtained was different from the initial result reported to the physician. The corrected result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed creatinine (creat) result.

Manufacturer narrative:
The initial MDR 2517506-2017-00588 was filed on july 13, 2017. Corrected information (july 18, 2017): the initial MDR stated that the corrected result was reported to the physician. Event description section has been updated to correct the initial information. Additional information (july 18, 2017): the customer indicated that there were potentially other results that were reported with errors. However, the customer did not provide additional patient data. Supplemental MDR 2517506-2017-00587-s1 was filed for the same event.

Event description:
It is unknown whether the corrected result was provided to the physician.